Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 520 mg/dl, 423 mg/dl and 432 mg/dl. Patient's current blood glucose value: unknown. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such headache. The customer was treated with manual injection. The insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm. Device passed the delivery accuracy test at 0.08790 inches. (B)(4).